Manufacturer narrative:
(B)(4)

Event description:
Per the physician, the patient experienced infections of the implant site and subsequently had the abutment removed. It is unknown whether the patient received treatment for the reported infection. The implanted fixture remains insitu.